Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal baclofen and dilaudid. The concentration, dose, and lot number were unknown. The indications for use were non-malignant pain and failed back surgery syndrome. The pump battery died "a few years ago" (as of (B)(6) 2016). The patient was discharged from their health care provider (hcp) and wanted to know who was going to take the pump out. No interventions were mentioned, and no symptoms were reported. It was unknown why the pump died and whether or not the pump died due to normal battery depletion or if there was a device/therapy issue. Troubleshooting performed, actions/interventions taken, and the outcome were also unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).

Event description:
There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-pump implanted in wrong spot; never had therapy. Additional information received from a consumer on 2017-jan-04 reported the pump died due to normal battery depletion about 7 years ago (2010), and needs to find a healthcare professional (hcp) to remove the pump. Hcp listings were sent to the patient as requested.